Event description:
Additional information was provided from a consumer stated that it was taking a long time to connect the handset and the communicator to the pump. The patient explained they were clearing the data, but now they are just having a hard time getting to the retrieving pump settings screen. The agent walked patient through resetting the communicator. The patient was able to connect to the pump and deliver a bolus. The patient will monitor and call back if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) lagged at 90% during bolus delivery. The patient needed a reminder on how to clear the data. The patient stated that it was hard to hold the equipment and kept still when the handset was lagging because, when he was in pain, he felt like he was burning alive, shaking, and sweating. Patient services educated the patient on how to clear the data on the device. Patient services also assisted the patient with finding the communicator and pump for bolus delivery.